Manufacturer narrative:
(B)(6). One trach tube was returned for analysis. Visual inspection performed and product found to be in broken as described by the customer. Customer's complaint was verified. As a preventive action production personnel was notified by area trainer of the defect reported by the customer. The problem source is damage that occurred after shipment to the customer.

Event description:
Information was received that the bivona tracheostomy tube had a broken obturator in the package. No reported adverse effects.